Manufacturer narrative:
(B)(4). The insulin pump passed the displacement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: battery tube threads - cracked, cracked case (battery tube), cracked keypad overlay, pillowing keypad overlay, broken reservoir tube lip, reservoir tube cracked, cracked retainer, minor scratched lcd window. Cosmetic damage was confirmed at the battery compartment and other cosmetic damage was noted. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had crack on back and battery side. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.